Event description:
Intraoperative use of bovie tip 4" ez clean caused burn on patient's left breast due to failure of protective insulation on tip. Patient has multiple dermal burns approximately 1cm in diameter on the left breast.